Manufacturer narrative:
(B)(4). Additional manufacturer narrative: as reported, the issue occurred after implantation of the prosthetic valve. The patient's annulus was damaged due to contact of the delivery system during removal of the device. The valve was successfully replaced with a non-edwards valve. There has been no allegation of device malfunction or deficiency. It has been determined that this event was likely due to procedural related factors. The subject device is not available for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification of an aborted attempt to implant a 21mm pericardial aortic valve due to a tear in the annulus occurred during removal of delivery system causing a valve displacement. As reported, the procedure was performed in full sternotomy. A non-edwards valve was surgeon's first choice, which is the reason why the aortotomy was performed transversally and higher than normally requested for edwards valves. The surgeon's staff had some problems during preparation of this non-edwards valve, so the surgeon took the decision to change to an edwards valve. Sizing was performed with the appropriate edwards sizers and the 21mm edwards valve was implanted with three single sutures and maintained in position with three snares. During removal of the delivery system, the valve displaced in the non-coronary sinus resulting to tear in the annulus, mainly due to calcification, with potential pvl. The surgeon removed the edwards valve, repaired the tear and implanted a non-edwards valve in replacement with no reported adverse event for the patient who was noted as to be hospitalized in stable condition.